Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the non-functional therapy electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.